Manufacturer narrative:
Evaluation summary: x-ray images show femoral component was possibly implanted in flexion, which led to a large gap on the anterior face. Images show a less than optimal cement mantle on the anterior face. Femoral component did not fit the bone tightly as evident by anterior and posterior gap which likely contributed to loosening. No product was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
The device was implanted during tkra surgery in 2007. Approximately ten weeks post-op, the surgeon found loosening of the device. The device remains implanted and there are no current plans to revise.